Event description:
When going to apply a clip on the blood vessel, two or more clips pushed out leaving loose metal clips in the wound, which had to be picked out. Looking back at our hospital event system this is one of six such events that have happened over the last eight months. Because of this number it was decided that these events needed to be reported. Other events included; failed to place clips properly, clip malfunction, clips did not bind and cut the colon, clip applier failed to load a clip while jaws came forward and sliced the pt's vein. Clips did not close properly. The clip applier sliced the vein when trying to apply a clip and then spit out a extra clip into the wound. All events are related to the same product number.====================== manufacturer response for single use automatic clip applier, premium surgiclip======================we have not had a response back from the mfg to date.